Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that particulate matter was observed prior to use of an eva tpn bag. There was no patient involvement or adverse event reported. No additional information was provided.